Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient programmer read varying battery levels that decreased and increased between (B)(6) 2018 and (B)(6) 2019. After toggling to the right to do a battery check, the patient recorded the following values which are listed in chronological order: (B)(6) 2018 - 2.6 volts, (B)(6) 2018 - 2.1 volts, (B)(6) 2019 - 2.4 volts, (B)(6) 2019 - eri. It was confirmed that these were not amplitude settings. The patient demonstrated a battery check and pulled up the remaining battery levels in volts. The patient had both the ins and the patient programmer replaced on (B)(6) 2019. The issue was resolved. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) ((B)(4)) revealed that the battery was at normal end of life, telemetry and output were okay. If information is provided in the future, a supplemental report will be issued.